Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed. One 20g powerglide pro was returned for investigation. The sample exhibited evidence of use. Blood residue was observed within the handle. The distal tip of the catheter was missing and the end of the present catheter segment was positioned over the needle shaft 1.8cm from the distal tip of the needle. The catheter was still attached to the wings and the wings were still attached to the safety mechanism on the needle. The guidewire was fully extended. The guidewire was bent as it exited the distal tip of the needle. The catheter and wings were removed from the needle, which engaged the safety mechanism over the needle tip. What appeared to be dry blood residue was observed within the catheter. The catheter extended 6.2 cm from the distal end of the pink strain relief sleeve, which indicates that approximately 1.8 cm of the catheter was missing. A microscopic examination of the distal end of the catheter revealed an uneven surface and a 1.0mm longitudinal split in the tubing. A 2.5mm score line was observed on the internal surface of the catheter, leading up to the longitudinal split. The characteristics observed on the returned catheter are consistent with a needle puncture, which most likely occurred during the insertion process. Warnings in the IFU indicate that once the catheter has been advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle. This may result in damage to the catheter. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter. The IFU also indicates to not perforate, tear, or fracture the catheter with the needle or guidewire during the procedure. A lot history review (lhr) of reep3248 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was blocked and the stylet failed to pass, causing the catheter to break. No other information was provided. (B)(6) 2021 returned sample exhibited evidence of use with a broken catheter.